Manufacturer narrative:
(B) (4): the customer indicated that the therapy connector and front case were replaced, correcting the reported failure. The device was placed back into service for use.

Event description:
It was reported that the device's therapy connector was pushed in. There was no patient use associated with the reported failure.